Event description:
It was reported that this left ventricular (lv) lead was explanted due to a dislodgment. It was reported that the lead had been dislodged for some time but the physician and patient chose not to replace the lead until a pulse generator replacement was required. It was noted that during the extraction, the lead separated into two pieces at the electrode end, however both pieces were successfully explanted. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This device is not expected to return for analysis.

Manufacturer narrative:
Should additional information become available, this report will be updated.